Event description:
"Chatter on the lead" reported.

Event description:
It was reported there was "chatter on the lead." Additional information was later received from an attorney alleging the patient "experienced inappropriate and/or excessive shocking or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, the "plaintiff has sustained and will continue to sustain severe physical injuries and/or death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages" associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective lead removed or replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned.